Event description:
My one touch libre 3 meter/reader was off by 80 to 100 points! I took my insulin in correlation to what it said. The incorrect reading caused me to have a bad blood sugar crash. I called abbott customer service and they agreed to replace it and even sent me a e-mail to confirm. I never received it and called them back. They said they would not replace it because I got a new model 3 to replace my old 1 meter paid for by insurance 9 months ago. I asked them, so you will not help me, the answer was no they would not. Insurance said they will not replace it until I have it at least 1 year. Abbott knows there is a problem and are doing nothing about this. Could result in a very dangerous condition. I hope you are able to correct this problem so no one has a serious health crisis! Army disabled veteran.